Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a non-physiological signal was observed on presenting electrograms (egm). Episode review was requested, and a boston scientific technical services consultant confirmed the reported clinical observation. Additionally, the same signal was noted on previous presenting egm from one week prior. Discussed presentation of myopotential noise versus fracture. The consultant recommended assessing sensing vectors to see if the noise is reproducible and to get x-rays to confirm electrode integrity due to suspected fracture. The electrode remains in service and no adverse patient effects were reported. It was reported that this patient had atrial fibrillation (af) episodes with noise and received an inappropriate shock. A boston scientific technical services consultant discussed the recommendation to leave the electrode programmed to primary vector due to the suspected fracture. The caller stated the electrode was most likely going to be replaced the following day. According to our records, the electrode remains implanted at this time. Additional information was received that the system was subsequently explanted and replaced. Noise was observed with manipulation of the electrode at the header site when the pocket was opened. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bend in the lead body approximately 145mm from the terminal end. Resistance testing found the electrode was not electrically continuous as the sense a cable conductor resistance measured approximately 5.9-6.0 ohms intermittently with movement and pulling. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a non-physiological signal was observed on presenting electrograms (egm). Episode review was requested, and a boston scientific technical services consultant confirmed the reported clinical observation. Additionally, the same signal was noted on previous presenting egm from one week prior. Discussed presentation of myopotential noise versus fracture. The consultant recommended assessing sensing vectors to see if the noise is reproducible and to get x-rays to confirm electrode integrity due to suspected fracture. The electrode remains in service and no adverse patient effects were reported. It was reported that this patient had atrial fibrillation (af) episodes with noise and received an inappropriate shock. A boston scientific technical services consultant discussed the recommendation to leave the electrode programmed to primary vector due to the suspected fracture. The caller stated the electrode was most likely going to be replaced the following day. According to our records, the electrode remains implanted at this time. Additional information was received that the system was subsequently explanted and replaced. Noise was observed with manipulation of the electrode at the header site when the pocket was opened. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a non-physiological signal was observed on presenting electrograms (egm). Episode review was requested, and a boston scientific technical services consultant confirmed the reported clinical observation. Additionally, the same signal was noted on previous presenting egm from one week prior. Discussed presentation of myopotential noise versus fracture. The consultant recommended assessing sensing vectors to see if the noise is reproducible and to get x-rays to confirm electrode integrity due to suspected fracture. The electrode remains in service and no adverse patient effects were reported.